Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that after replacing the main power selector switch the device operates as expected. The device will not be returning to zoll.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.